Event description:
It was further reported that the lesion being treated at the index procedure had a reference vessel diameter of 3.00 mm, 90% stenosed and a length of 16.0 mm was located in the proximal left anterior descending artery. It was treated with pre-dilatation, placement of a 3.00x16 mm taxus liberte stent and post-dilatation. Residual stenosis became visually 0% ds and timi-3 flow had been kept since pre-index procedure. The patient was discharged without complications the next day on aspirin and clopidogrel bisulfate. 78 days post-index procedure, chest pain was confirmed. The patient was readmitted february 2010 and pci was performed. 175 days post-index procedure, not 19 days as previously stated, the patient had ischemic symptom (cardiac chest pain). The lesion was treated and timi-3 flow had been kept throughout the procedure. The patient was discharged the next day not 2 days later as previously stated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: as the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation could not be performed as the batch number is unknown. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)

Event description:
(B) (4). It was reported that following a coronary artery stenting procedure, the patient required a target vessel reintervention (tvr). The lesion being treated is unknown. A taxus liberte stent of unknown size was implanted in the lesion on an unknown date. After the index procedure the patient experienced chest pain. The patient was hospitalized in (B) (6)-2010 for a non-tvr in the distal right coronary artery. The lesion was dilated with unknown balloon catheter. At 19 days later, a lesion located in the proximal lad stated as the target lesion, which was 3.50mm, 90% stenosed and was 8.omm long, was treated with an unknown size rota burr, unknown balloon catheter, and unknown size non bsc stent. Post procedure stenosis was 0%. The patient was discharged 2 days later. At the 6 month follow-up, the patient had no angina symptoms.